Manufacturer narrative:
Concomitant product: 439888, lead, implanted: (B)(6) 2016.

Event description:
It was reported that a right ventricle pacing impedance alert had triggered during the patient's atrioventricular ablation procedure. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.